Manufacturer narrative:
There is no suspected device failure. Review of the device history record for the lots in question confirmed all parts met manufacturing requirements prior to release. The reported complication is an inherent risk to this type of procedure and is identified in the device instructions for use.

Event description:
The powerwire radiofrequency (rf) guidewire was used in an svc/brachiocephalic venous recanalization procedure. The physician advanced the powerwire rf guidewire up the femoral vein to the svc/brachiocephalic juncture and rf energy was applied. After some difficulty getting across and moving the powerwire rf guidewire through the occlusion, the powerwire rf guidewire was pulled back and repositioned. Rf energy was delivered again. Shortly after, the patient started to cough and blood was observed. The physician believes the outer wall of the left brachiocephalic vein was inadvertently perforated resulting in the trachea being punctured. The rapid response team was called but was not needed in the end as the physician was able to deploy a stent from the internal jugular vein to where the puncture was which stopped the bleeding and stabilized the patient's blood pressure. The physician noted that the oblique views were not consulted on fluoroscopy when he withdrew the powerwire rf guidewire, which may have contribute to the inadvertent perforation.